Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl surgery, when opening the packaging, the biosure peek screw was exposed and not in a sterile packaging. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up of an acl surgery, when opening the packaging, the biosure peek screw was exposed and not in a sterile packaging. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device, specifically to not use the device if the product sterilization barrier or its packaging is compromised. A review of the part drawing found that the screw is inserted into a foam holder, then into the sterile packaging before being placed into the carton. A review of the customer provided image found the screw inside its foam covering. There is a small amount of discoloration on the foam. A visual inspection of the returned device found that it was not returned in its original packaging. The carton and foam insert with the screw inside were returned, but no pouch was returned, there is a small amount of discoloration on the foam. There is a small chip on the proximal end of the screw. A small amount of debris was seen in the threads of the screw. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the results of the presumptive blood test kit confirmed that the substance on the device is blood. The complaint was confirmed, but the root cause cannot be established due to the condition of the returned device. Factors that could have contributed to the reported event include deficiencies in the packaging process. A complaint notification was issued to manufacturing management for awareness. No containment or corrective actions are recommended at this time.